Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 300 mg/dl. Multiple supply changes were performed in order to address the issue. System check could not be performed as the event occurred in the past.